Event description:
It was reported by our supplier that the tungsten carbide tip has dropped out of the needle holder during surgery and into the patients body. The tip was finally retrieved from the patient but it took extra time. This complaint came from an international supplier no other information is available or will be provided. The exact product is not known.

Manufacturer narrative:
(B)(4), no device was returned for evalaution. No additional information will be provided.